Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd discardit¿ ii syringe w/o needle has been found experiencing two occurrences of containing foreign matter before use. The following has been provided by the initial reporter: plastic particles in the syringe (visible with the eye). Noticed before use and the defect was found on 2 syringes of the same batch. Raised awareness among the hcw for further use of these syringes.

Manufacturer narrative:
H.6. Investigation summary bd has been provided with samples for catalog 300296 lot 1907238 to investigate for this record. Visual examination of the returned samples, bd concludes that the white particles inside the syringe were composed by lubricant from the syringe barrel. As a result, bd was able to verify the reported issue. Bd has concluded that the mentioned ¿particles¿ consist of accumulation of ¿slip agent¿ which is used in the formulation of the polypropylene which is in turn used to manufacture the syringe. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. Toxicologic material risk assessment was completed and all safety evaluations passed. The reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to normal clinical practices. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It has been reported that the bd discardit¿ ii syringe w/o needle has been found experiencing two occurrences of containing foreign matter before use. The following has been provided by the initial reporter: plastic particles in the syringe (visible with the eye). Noticed before use and the defect was found on 2 syringes of the same batch. Raised awareness among the hcw for further use of these syringes.